Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided. Section a6: race: unknown/not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a single piece preloaded multifocal intraocular lens (iol) into the patient's right eye, a resistance was felt. The doctor continued to insert and observed a scratch on the left side of the iol. The iol was fully inserted however, it was subsequently removed and replaced with a backup iol of the same model and diopter during the same procedure. Daily activities were not affected and no unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. No medication prescribed that was outside of the standard of care. But there was a noted surgical delay of approximately 10 minutes. Directions for use was followed. The patient has fully recovered. The device was discarded but a photo was taken. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received stating that the damage involved the entire delivery system. There was no damage to the haptics. It was unknown whether resistance was encountered, force was applied, or a use error occurred. The cartridge made contact with the eye. There was no patient injury reported. The device may have contributed to the event, and the iol was cut out and replaced. No further information was provided. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.